Event description:
Information received from the field notes that the device exhibited sensing anomalies post implant. The patient was in sinus rhythm and not symptomatic. Surgery was performed the following day where the atrial lead was found to be dislodged. The lead was successfully repositioned.